Manufacturer narrative:
Other relevant device(s) are: product: 9733450 - curved suction 70 9733450 em ent - sn: unknown. Product analysis: product: 9733450 - insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site stated with regard with their curved suction instruments that ¿one is missing, and one is down¿. This was discovered during sterile processing and inventory of trays. There was no patient present at the time of the event.